Manufacturer narrative:
Additional information received. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
This is the same event as 3010536692-2016-00164.

Event description:
Allegedly, patient is suffering from mom complications. (Right)

Event description:
Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications; pain and possible avascular necrosis of the femoral head. (Right).